Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid terminus (carotid t) using a penumbra system ace 68 reperfusion catheter (ace68). It should be noted that the patient's vessels were heavily calcified. During the procedure, the physician experienced resistance while retracting the ace68 during a pass. It was then found that the ace68 had become broken into two pieces at approximately the distal end, and had unraveled within the patient's vessel. The physician attempted to snare the ace68, but was unable to. Consequently, a piece of the ace68 was left in the patient's vessel at the base of the skull. The physician then decided to stop making attempts to retrieve the ace68 because he felt that he might dissect the patient's vessel. The procedure was then ended. It was reported that the patient's nihs score had increased from 12 to 23 at the end of the procedure. On (B)(6) 2019, it was reported that the patient was recovering from a severe stroke that was not treated.